Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi mode during interrogation. No patient involvement. The device was restored but will be returned.